Manufacturer narrative:
B5: describe event or problem- updated. E1: initial reporter title - updated. G1: MFR site facility name, MFR site address 1, MFR site city, and MFR site country - updated. Device technical analysis: it was indicated the device was disposed and unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of renal insufficiency/failure, hematuria and hemolysis are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of renal insufficiency/failure. Hematuria and hemolysis are known inherent risks of the farawave device. Renal insufficiency/failure. Hematuria and hemolysis are expected procedural complications addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hemolysis, hematuria, and renal kidney issues. Following a pulsed field ablation (pfa) procedure where 72 applications of ablations were performed, the patient experienced hemolysis with associated renal insufficiency. The patient required intensive care unit (ICU) admission beyond standard of care for monitoring. Diagnostic evaluation included haptoglobin testing and urine analysis, and clinical findings included renal insufficiency and hematuria. No additional medical or surgical interventions were performed. According to the physician, the patient already had a dysfunction, so the pfa did not help the patient situation. The patient was subsequently discharged 7 days following the event and fully recovered. The farawave catheter is not expected to return for analysis as it was disposed. It was further reported that this patient received 3 blood transfusions (hematies) and folic acid for the treatment of his hemolysis. It was further reported that the patient was determined to have hemolytic anemia. The physician stated that he had not identified this disorder prior to the pfa procedure. After observing the patient's post-procedural reaction, he indicated that he had not anticipated the underlying condition, he acknowledged the relevance of the patient's response, and he stated that he would not have performed pfa on this patient had he been aware of the disorder beforehand.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hemolysis, hematuria, and renal kidney issues. Following a pulsed field ablation (pfa) procedure where 72 applications of ablations were performed, the patient experienced hemolysis with associated renal insufficiency. The patient required intensive care unit (ICU) admission beyond standard of care for monitoring. Diagnostic evaluation included haptoglobin testing and urine analysis, and clinical findings included renal insufficiency and hematuria. No additional medical or surgical interventions were performed. According to the physician, the patient already had a dysfunction, so the pfa did not help the patient situation. The patient was subsequently discharged 7 days following the event and fully recovered. The farawave catheter is not expected to return for analysis as it was disposed.

Manufacturer narrative:
B5: describe event or problem- updated. H6: impact codes- updated. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hemolysis, hematuria, and renal kidney issues. Following a pulsed field ablation (pfa) procedure where 72 applications of ablations were performed, the patient experienced hemolysis with associated renal insufficiency. The patient required intensive care unit (ICU) admission beyond standard of care for monitoring. Diagnostic evaluation included haptoglobin testing and urine analysis, and clinical findings included renal insufficiency and hematuria. No additional medical or surgical interventions were performed. According to the physician, the patient already had a dysfunction, so the pfa did not help the patient situation. The patient was subsequently discharged 7 days following the event and fully recovered. The farawave catheter is not expected to return for analysis as it was disposed. It was further reported that the patient received three blood transfusions (hematies) and folic acid for the treatment of the hemolysis.